Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent a hip revision procedure approximately eight years post-implantation due to fracture of the ceramic head.

Manufacturer narrative:
Reported event was confirmed through visual and photographic examination. The ceramic head was returned in 6 pieces; however, once reassembly was attempted, some small fragments were unaccounted for. The taper assembly exhibited asymmetrical metal transfer on the taper surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Investigation results concluded the most likely cause of the event was suboptimal positioning during implantation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.